Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip open when establishing final arm angle (efaa) it was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation with grade of 4+. During deployment, the clip failed establishing final arm angle (efaa). Multiple attempts performed, locking and unlocking, opening and closing, but clip kept failing efaa. Clip was removed with no reported issue. Another clip was deployed with no reported issue, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.